Manufacturer narrative:
The investigation was started. The results will be provided in the follow-up report.

Event description:
It was reported that on friday evening ((B)(6) 2018) at around 04:00 pm the oxylog 2000 failed during the ventilation of a severe traumatized patient (hemodynamic grade a). The respirator stopped ventilation without an alarm. Following clinical consequences were reported by the user: "imputability to this failure (or not): shortly after taking the patient with a manual insufflator, rupture of the right internal carotid."

Event description:
Please see initial report.

Manufacturer narrative:
The suspected device was manufactured in october 1999 and sold in december 1999. The received information has been analyzed and the suspected device was checked at the hospital site by a dräger service technician. The device was fully tested according to manufacturer specification and passed all tests successfully. The alarm system was fully functional and no device failure was found. In addition the battery was not discharged at the time of the device check, therefore it can also be excluded that an interruption of the power supply had caused the reported event. No device failure was found. The reported stop in ventilation without an alarm could not be verified. In addition, no device contribution to the rupture of the right internal carotid could be identified.